Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal generator changeout. It was noted that the right ventricular capture threshold had gradually increased over the last two years, with no loss in capture. The physician elected to cap and replace the right ventricular lead during the procedure. The patient was stable.